Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) worked with the customer to recover the drawer and inventory, although the pockets were functioning, the customer noted that pushing and pulling the drawer was difficult due to bent rails, which caused a delay in medication, but was ultimately able to recover the drawer. Fse then replaced the drawer due to damaged bearing cage, then ran the hardware test application, and both drawers passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary e02back drawer 4.2 would not fully open due to an obstruction or jam that prevented the drawer from being fully extended, and it could not be pulled out to row e. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.